Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer had no further details regarding if the blood glucose level was impacted. The customer would change the site out to clear the alarms. As the cartridges and infusion sets had been changed prior to contacting tandem technical support, a system check was unable to be performed to confirm if the site was the cause of the occlusions.